Manufacturer narrative:
The catheter/package was not available to be returned. Without the benefit of examination and testing the catheter/package which was actually involved in the incident, wellspect healthcare is precluded from commenting on the condition of the catheter/package or if the there is a relationship between the catheter/package and the incident. No deviations found in the batch/lot documentation. No previous complaints received on this batch/lot. Should the catheter/package or additional information be received, a follow-up report will be filed.

Event description:
According to the reporter, the user experienced red rash on his arms and hands while he was in contact with the package of lofric primo urinary catheters. No facial swelling or itchy throat. He was diagnosed with idiopathic hives by a health professional and was successfully treated with cortisone as needed on the affected areas.